Manufacturer narrative:
Initial.

Event description:
And use a freestyle libre 3 plus sensor after the prior sensor was near expiration, despite standard scan error troubleshooting and education on bg run mode, and the user was advised to start a new sensor and was transferred to the manufacturer's support line. No adverse clinical symptoms reported and no changes in blood glucose levels. Outcomes included no interruption to therapy due to availability of backup therapy and continued monitoring guidance. User support included customer troubleshooting and education performed by support, with referral to the sensor manufacturer for further assessment. Investigation of this case revealed a continued scan error consistent with a sensor communication or activation issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a sensor performance or connectivity issue external to the ilet system.